Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The balloon was severed from the catheter during removal of the introducer.

Manufacturer narrative:
Analysis: the v12 covered stent delivery system was not returned. If the device had been returned an evaluation of the balloon separation would have been conducted to determine if there was a manufacturing issue. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check. A review of the proximal balloon bond to shaft tensile test data of 20 catheters from this production lot indicates that the minimum tensile force required to separate the catheter shaft from the balloon was 29 newtons (n). The requirement is a minimum of 15 n. This far exceeds the requirement. A series of questions were asked about the case details. One question was ¿how much time was the balloon allowed to deflate prior to withdrawing the balloon back through the sheath? The response was 15 to 20 seconds. The instructions for use specify to allow the balloon to deflate for 40 seconds prior to attempting to pull the deflated balloon back through the sheath. From the instructions for use: ¿deflate the balloon by pulling vacuum on the inflation device to its maximum volume for 40 seconds. Verify full balloon deflation via fluoroscopy before proceeding to step 7¿. ¿do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered.¿ conclusion: based on the investigation atrium medical corporation cannot conclude that the device was faulty. Device not available for return.

Event description:
N/a